Manufacturer narrative:
Correction: - serial number for model 1688t/52 should have been (B)(4) rather than (B)(4).

Manufacturer narrative:
The reported field event of noise was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that the pacemaker was explanted and replaced due to noise oversensing. The cause of noise was undetermined. No further information was available.